Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient was implanted with a light adjustable lens+ (lal+, sn (B)(6), +22.0d) on (B)(6) 2024. The patient completed 3 light adjustments and no lock-in treatments. After 3 treatments, the treating physician noted that the patient was experiencing anisometropia and a lens exchange was recommended on (B)(6) 2024. Approximately 17 months after implantation, on (B)(6) 2025, the patient presented to the clinic complaining of blurry vision and visual disturbances; the lens was explanted on (B)(6) 2025.